Manufacturer narrative:
The insulin pump had button error alarms due to corroded keypad traces. Moisture damage found on the lcd board. No moisture damage found on the interface board, mother board, or radio frequency board. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 145 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.